Manufacturer narrative:
A philips remote clinical application specialist (rcas) spoke by telephone support with the customer and confirmed the spo2 did not alarm properly issue as reported. Remote testing of the device was unable to replicate the issue and the rcas determined the spo2 alarm issue was related to a configuration issue, as the sensor disconnect was set to auto off. The device was configured back to the default setting of no and off. The investigation concludes that no further action is required at this time. The device remains at the customer site.

Manufacturer narrative:
Philips is in the process of obtaining additional information and the complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the spo2 did not alarm properly when the sensor was taken off the patient. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.